Manufacturer narrative:
Batch review performed on 06 may 2024. Lot 2317075a: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-11-26. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant: batch review performed on 06 may 2024 on reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot. 2312761 lot 2312761: (B)(4) items manufactured and released on 14-aug-2023. Expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
Revision surgery due to shoulder luxation at about 3 months after primary and the cause is unknown. The surgeon revised the metaphysis and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2024. Lot 2243585: (B)(4) items manufactured and released on 16-dec-2022. Expiration date: 2027-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Information reported in this follow up. On 10 may 2024, it was noted that the glenosphere was not reported as product involved, while metaphysis was, due to a mistake. Emdr has been corrected with: details of the glenosphere; batch review of the glenosphere.